Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the blade rotated and extended as intended. The blade appeared visually sharp. However, because of the damage to the outer gasket, the device may not have operated as intended.

Event description:
It was reported that a patient underwent a laparoscopic hysterectomy on (B)(6) 2014. During the procedure, the device could not cut. It seemed to be powered down. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.